Event description:
At about 7 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer.

Manufacturer narrative:
Batch review performed on 11-jan-2024 lot 2012664: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: batch review performed on 11-jan-2024 gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot 2244557: (B)(4) items manufactured and released on 14-feb-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.e0410fr tibial insert fixed sphere flex size 4/10 mm r e-cross (k202022) lot 2241318: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of the review. Gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot 2300367: (B)(4) items manufactured and released on 02-may-2023. Expiration date: 2028-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.